Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse checked and cleaned the flow cell and replaced several hardware parts. All repairs were verified by running quality controls several times and running patient samples. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that erroneous sodium, chloride and co2 results were generated by the unicel dxc 800 synchron system. The erroneous results were identified by the operator through a review of the anion gaps. The results were not reported out of the laboratory. The system was recalibrated and the samples retested; no further details were provided. There was no change to the patients care or treatment and there are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.